Event description:
It was reported that the patient underwent initial left knee procedure . Subsequently patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Associated products: medical product: oxford resection 3pk strk 6 h item number: 506124. Lot # 947274. Medical product:sig m pka gde/mdl set lge ph3 catalog: 42-411563 lot #: 114047. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00086, 3002806535-2019-00088. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent initial left knee procedure . Subsequently patient was revised due to unknown reasons.